Manufacturer narrative:
E1: patient city: (B)(6) patient country- united arab emirates.

Event description:
Reference number (B)(4) event occurred in the united arab emirates. It was reported that the patient went to the emergency room (ER) on (B)(6) 2025 due to high blood glucose levels. The hyperglycemia event occurred due to bent cannula. The blood glucose levels was 343 mg/dl at the time of event and patient got treated with insulin pump. The patient stayed in the hospital for less than twenty-four hours and experienced symptoms like vomiting and stomachache. The ketones were found to be positive. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6001151, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 06-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal #6001151. The count of complaint is 6 which is exceeds 3. Further investigation is required via CAPA determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: the lot 6001151 was manufactured according to the work instruction (wi) version 75 and manufactured in the multivac 12 on 26-apr-2023, with a total of (B)(4) units. The assembly, lot 3d01868 was manufactured according to the wi version 38 and manufactured in the quickset line, on 21-apr-2023, with a total of (B)(4) units. The assembly, lot 3d01869 was manufactured according to the wi version 38 and manufactured in the quickset line, on 24-apr-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. The reference samples were already tested in the complaint (B)(4). All test results were within specifications as per the test report (B)(4). Note: 5/10 reference samples were not able to be tested for flow due to the samples were used in a special investigation. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples., no non-conformance (nc) raised during production related to complaint code. The thresholds of 6 reportable complaints are met for the lot in question and malfunction code; further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.